Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature batter depletion. The patient underwent the procedure to explant the device and a new device was implanted successfully. No further information was available.